Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex m100 filter set, the tubing came loose at the location of the filter set to the return line side. Therapy was discontinued and a "minimal blood loss" was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A picture was provided for inspection. The visual inspection of the provided picture confirmed the disconnection of the return line at the level of the screwed connector. Should additional relevant information become available, a supplemental report will be submitted.